Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, the right atrial (ra) lead was confirmed to be dislodged. As a result, the ra lead was repositioned. No additional adverse patient effects were reported.